Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. On startup the unit displayed error m-02-3. Upon visual inspection, the unit shows to be in good condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there were c-00 and m-02 faults on the integrated electrosurgical unit erbe generator. The customer was unable to troubleshoot at the time of the call due to being in between cases. The procedure was completed with no reported injury.